Manufacturer narrative:
(B)(4). A lot number was not provided by the customer; therefore, a device history record (DHR) review could not be performed. The sample was not returned for evaluation. The instructions for use (IFU) states that the 14fr stylet should be applied in conjunction with a size 7.0-10.0mm endotracheal tube. A simulation of insertion and removal of thirty pieces of the stylet into a rusch brand endotracheal tube was performed. No abnormalities were observed. Thirty pieces of the flexi-slip stylet were sampled from production lots. The outer diameter of the flexi-slip was measured and found to be within specification. As no sample was returned for evaluation, the reported complaint could not be confirmed.

Event description:
The customer alleges that the stylet is getting "hung up" or "stuck" in the endotracheal tube. No report of a patient injury or harm.

Manufacturer narrative:
(B)(4). Product usage when the alleged issue was encountered is unknown. The device sample was not returned for evaluation at the time of this report.